Event description:
Valve explanted after approx 7 wks. Implant duration due to echo showing wide open regurgitation; shortness of breath, pulmonary edema and paravalvular leak also reported. No echo was apparently done immediately post-implant at time of original implant surg.